Event description:
Clinical information: (B)(6) - regent china pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve with flex cuff was successfully implanted in a patient. A 905 mechanical heart valve sizer set had been used to size the 19mm sjm regent heart valve with flex cuff. The patient had not been administered heparin for procedure, but had a noted activated clotting time (act) level of 136 seconds. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. Post-implant procedure, the patient presented an increase in drainage from their drainage tube with bleeding from the mediastinum. The patient had an international normalized ratio (inr) of 1.22. Hemostatic medication was administered, but the patient's condition did not improve. Post-operative bleeding was suspected and an emergency thoracoscopic assisted thoracotomy was performed. The patient also required a transfusion. Post-intervention the patient's bleeding decreased and the patient had little drainage flow. The patient was recovering at the time of report, with a most recent inr of 1.67. There was no prolonged hospitalization due to this event. The cause of the bleeding is attributed to the poor coagulation function of the patient.

Manufacturer narrative:
An event of bleeding from the mediastinum was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field noted that the cause of bleeding was due to the poor coagulation function of the patient.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve with flex cuff was successfully implanted in a patient. A 905 mechanical heart valve sizer set had been used to size the 19mm sjm regent heart valve with flex cuff. The patient had not been administered heparin for procedure, but had a noted activated clotting time (act) level of 136 seconds. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. Post-implant procedure, the patient presented an increase in drainage from their drainage tube with bleeding from the mediastinum. The patient had an international normalized ratio (inr) of 1.22. Hemostatic medication was administered, but the patient's condition did not improve. Post-operative bleeding was suspected and an emergency thoracoscopic assisted thoracotomy was performed. The patient also required a transfusion. Post-intervention the patient's bleeding decreased and the patient had little drainage flow. The patient was recovering at the time of report, with a most recent inr of 1.67. There was no prolonged hospitalization due to this event. The cause of the bleeding is attributed to the poor coagulation function of the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.